Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported by customer that they had shavings in 5 packs of the needles. Customer had no adverse reaction. No other information was provided. This report addresses all five packs.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer cap is confirmed and was determined to be supplier-related. Five 20 g x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation revealed one sample was returned open and the other four were returned in sealed packages. No use residue was observed in any of the samples. A white material was observed within the luer connector of four of the returned samples. A microscopic observation revealed damage on the stem of the dust cap of these samples. The damage appeared to be about the same size and shape as the white material present in the inner circumference of the luer adaptor. The shape, location, and extent of the damage observed on the returned samples suggest the dust caps may have been damaged during the assembly process of the dust cap at the manufacturing site. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.